Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm failed to trigger from the adc device. The customer experienced a loss of consciousness and was seen by a healthcare professional who administered glucose via IV for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the low glucose alarm failed to trigger from the adc device. The customer experienced a loss of consciousness and was seen by a healthcare professional who administered glucose via IV for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues observed. Reader did not powered on with button depression, strip or usb cable insertion. Reader was connected to computer and software could not recognize the reader. Therefore, the issue is closed to unable to test. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm failed to trigger from the adc device. The customer experienced a loss of consciousness and was seen by a healthcare professional who administered glucose via IV for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues observed. Reader did not power on with button depression, strip or usb cable insertion. Reader was connected to computer and software could not recognize the reader. An extended investigation was performed. Visual inspection was performed on the returned reader and no physical damage was observed. Returned reader did not power on with button depression, strip and cable insertion. The reader was de-cased and swollen battery was observed. Replaced returned battery with known good battery and the reader powered on with button depression, strip and cable insertion. The known good battery was used for the rest of the test. A beeper and vibrate test was performed through the input of commands into approved software and observed the audio and vibration functioned properly. The isf (interstitial fluid) log was downloaded. Graphed the parsed isf log and analysis of glucose value was performed. All alarms presented for glucose values were not within the threshold range. Ble (bluetooth low energy) functionality test was performed by activating known good sensor with returned reader and signal and sound icons were shown as activated. Waited few minutes to ensure that there was no disruption in the bluetooth connection between the devices. The reader was connected to computer and isf (interstitial fluid) command was sent to the reader. First 5 ble (bluetooth low energy) packets were successfully received. The blc count and rssi (received signal strength indicator) values were present. The observed swollen battery was not the cause of the customer's complaint. The presence of all alarms for glucose value outside the threshold range and generation of 5 ble (bluetooth low energy) packets indicated that there is no issue with the returned reader. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm failed to trigger from the adc device. The customer experienced a loss of consciousness and was seen by a healthcare professional who administered glucose via IV for treatment. There was no report of death or permanent injury associated with this event.